Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The passive planar ball was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed the tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged passive planar ball tip probe. No patient was present at the time of the event. An update from the manufacturer representative stating that the bent probe would not pass verification.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the probe was replaced. If information is provided in the future, a supplemental report will be issued.